Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer did not provide a blood glucose value. Customer stated that they believe their max bolus setting needs to be adjusted so they can deliver more insulin for food boluses. Customer delivered a bolus to stabilize blood glucose levels.